Manufacturer narrative:
Results of investigation: the device root cause was attributed to an internal leak in the inspiratory block.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported the screenshot of the log files show the test results are as follows- the insp block test shows that the flow insp is showing 2.72 l/min without the blower turned on. When the blower set for 30% press blower reading is 25.42mbar and the flow insp is showing 2.83 mbar. When the insp port is blocked press pat insp is reading 24.77 mbar and flow inspp is still reading 2.81l/min. Before the customer replace the o2 cell the flow insp is always around 1.5 l/min. Evaluation of the device log files is still on-going. Based on the received information the device is still failing the inspiration valve tightness check.

Event description:
The customer reported alarm technical failure 400 - inspiration valve or device leaky while using bellavista 1000. The customer reported there is a patient involvement associated with this event and was transferred to another ventilation machine for an immediate intervention.